Event description:
The customer stated a false reactive result was generated on the architect toxo igg assay. A patient generated an initial reactive result of 19.9 iu/ml. Two different specimen tubes were tested, yielding nonreactive results. The nonreactive results were confirmed on the biomerieux method. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
To address the issue the customer was advised to replace the sample probe, which had been in use since (B)(4), 2011. A review of the service and complaint history for (B)(4) found no recurrence of erratic result issues or sample probe issues. The customer provided calibration and control printouts for the toxo igg assay showing no calibration errors and controls within range. A review of complaints did not identify an adverse trend or product issue related to the customer's issue and/or the sample probe. A review of the architect system operations manual, the toxo igg package insert revealed adequate labeling with regard to testing, sample handling, precautions, troubleshooting the customer's issue and replacing the sample probe. Based on the available information a deficiency of the sample probe was not identified.